Manufacturer narrative:
Technician found during function check that the head will not raise... Cause - checked for leaks... None. Tried to raise manually... No change. Checked voltage at head up coil... 15vdc. Resolve - replaced head up valve and performed function check to resolve this issue. Bed was stored on 8th floor.

Event description:
Information received indicated that during function check, noticed that the head will not raise.